Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2113702 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient developed a hematoma 2 hours post successful closure with a 5f mynx control vascular closure device (vcd) using an antegrade approach in the left common femoral artery distal to the inferior epigastric. The patient developed the hematoma after bearing down to have a large bowel movement with an overly full bladder but struggling to urinate. The patient was lying flat for 2 hours with no reported pain before the incident though patient was very non-compliant post procedure with restrictions in positioning and remaining lying flat. The patient was noted to be fidgeting, lifting and shaking his head, and was in active alcoholic withdrawal. After bearing down, the patient then developed severe leg pain and ultrasound confirmed no blood flow was visible. The patient underwent an angiogram that showed no blood flow from the superficial femoral artery down. The patient was taken to the hospital and a thrombectomy was performed. The material aspirated on thrombectomy was not identified as mynx sealant, rather an acute thrombus. The obstructions at the ostial posterior tibial artery was identified as the origin of the clotting. The physician initially struggled to cross this area with a wire but was able to easily dilate with an unknown percutaneous transluminal angioplasty balloon catheter to cross and deploy an unknown stent to the area. The surgeon concluded that the obstruction did not respond like a fresh clot or calcium but could not say for certain that is was mynx sealant as it was not actually removed. The patient recovered post thrombectomy and stenting. The patient was anticoagulated with heparin, and coagulation studies are not known. A 5f10cm non-cordis sheath was used with the device. The vessel was verified to be greater than or equal to 5 mm in diameter, the insertion angle of the vascular sheath introducer was 30-45 degrees, and there was no peripheral vascular disease or stenosis visible at the access site with angiography. There was no evidence of any pre-existing issues at the access site. No vascular sheath exchanges were done during the procedure, with only one stick attempt needed for access. The device will not be returned for evaluation as the device was previously discarded.

Manufacturer narrative:
As reported, a patient developed a hematoma 2 hours post successful closure with a 5f mynx control vascular closure device (vcd) using an antegrade approach in the left common femoral artery distal to the inferior epigastric. The patient developed the hematoma after bearing down to have a large bowel movement with an overly full bladder but struggling to urinate. The patient was lying flat for 2 hours with no reported pain before the incident though patient was very non-compliant post procedure with restrictions in positioning and remaining lying flat. The patient was noted to be fidgeting, lifting and shaking his head, and was in active alcoholic withdrawal. After bearing down, the patient then developed severe leg pain and ultrasound confirmed no blood flow was visible. The patient underwent an angiogram that showed no blood flow from the superficial femoral artery down. The patient was taken to the hospital and a thrombectomy was performed. The material aspirated on thrombectomy was not identified as mynx sealant, rather an acute thrombus. The obstructions at the ostial posterior tibial artery was identified as the origin of the clotting. The physician initially struggled to cross this area with a wire but was able to easily dilate with an unknown percutaneous transluminal angioplasty balloon catheter to cross and deploy an unknown stent to the area. The surgeon concluded that the obstruction did not respond like a fresh clot or calcium but could not say for certain that is was mynx sealant as it was not actually removed. The patient recovered post thrombectomy and stenting. The patient was anticoagulated with heparin, and coagulation studies are not known. A 5f10cm non-cordis sheath was used with the device. The vessel was verified to be greater than or equal to 5 mm in diameter, the insertion angle of the vascular sheath introducer was 30-45 degrees, and there was no peripheral vascular disease or stenosis visible at the access site with angiography. There was no evidence of any pre-existing issues at the access site. No vascular sheath exchanges were done during the procedure, with only one stick attempt needed for access. The product was not returned for analysis. A product history record (phr) review of lot f2113702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿haematoma¿ and ¿arterial thrombosis¿ could not be confirmed as the product or procedural images were not returned for analysis. The exact cause of the reported events could not be conclusively determined. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the vascular closure device (vcd) sealant. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the hematoma. However, patient factors, pharmacological factors and/or procedural factors may have contributed the reported event. According to the product instruction for use, which is not intended as a mitigation of risk, prolonged access site-related bleeding is a potential risk associated arterial closure procedures. The user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. In addition, thrombosis is also a known potential complication and listed in the IFU as such. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.